Event description:
It was reported that the customer's blood glucose level reached 28 mmol/l. The customer addressed the issue by administering a correction bolus via the pump, and no further assistance was required or requested.